Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 28th may, 2021 getinge became aware of an issue with xten surgical light. The handle has detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to detachment of headlight¿s handle, and it contributed to the event. It is unknown if the device was being used for patient treatment at the time when the issue occurred. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse, as far as getinge is aware. The issue has been analyzed by the manufacturer¿s subject matter experts, unfortunately, due to limited information the exact root cause could not be established. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer

Event description:
On (B)(6) 2021 getinge became aware of an issue with xten surgical light. The handle has detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.